Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump and meter history were reviewed; the bolus history showed two boluses programmed from the meter that were recorded correctly in the meter and pump. The pump showed typical usage alarms and warnings. A normal bolus and an ezbg bolus were programmed from the meter remote and the boluses were found to be recorded correctly in the pump history. The pump was exercised for 24 hours without difficulties. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump was not storing all of the boluses programmed from the meter remote. The reporter stated that the bolus history showed all of the boluses entered via the pump but not all of the boluses programmed from the meter. This report is made based on the allegation of the bolus history record issue.